Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (loss of prime) issue. It was reported that the pump was emitting multiple loss of prime warnings. It was noted that the pump was able to perform the rewind, load, and prime steps after changing the cartridge. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, anevaluation shall be completed and a supplemental report will be filed. No conclusionscan be made at this time. Each cartridge lot is subjected to a statistical sampling planand must pass testing for force (occlusion and loss of prime), cracks, and foreignmaterial prior to release for distribution.